Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on the left ventricular (lv) channel. Technical services (ts) reviewed the presenting and stated that there could be lv loc followed by lv pacing and recommended to have further evaluation in the clinic. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on the left ventricular (lv) channel. Technical services (ts) reviewed the presenting and stated that there could be lv loc followed by lv pacing and recommended to have further evaluation in the clinic. This device remains in service. No adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report captures additional information of the explant of this device and impact on the patient.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on the left ventricular (lv) channel. Technical services (ts) reviewed the presenting and stated that there could be lv loc followed by lv pacing and recommended to have further evaluation in the clinic. This device remains in service. No adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis. No additional patient adverse effects were reported.